Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not able to start up. No further information regarding the issue has been provided. No service has been performed by philips since the system was end of life (eol) and end of support (eos.) To date, there have been no further reports of this issue. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this compliant.